Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 16.1 mmol/l, 5.4 mmol/l, 3.4 mmol/l, 3.3 mmol/l, and 3.6 mmol/l. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).